Manufacturer narrative:
Device evaluation: smiths medical does not manufacture this product in-house so instead a notification was sent to the supplier site. The notification included product photos clearly showing the issue. A DHR review is not applicable in this case because the defective component is not evaluated or tested in any way during the manufacturing process.

Manufacturer narrative:
Customer facility phone number:(B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube had a few components detached immediately after opening the package box. There was no patient injury. There were no reported adverse events.